Event description:
The tbm stated he received a call stating that a sling had ripped causing patient injury. At 12:30pm on (B)(6) 2015, the customer called in to report an incident that allegedly involved the following product or device: reliant series sling. He reported that the following occurred at 01:00pm on (B)(6) 2015: the resident was being transferred to her bed, the straps on the sling broke and the resident fell to ground on her back. The following injuries allegedly occurred: compression fracture on her lower back. Customer reported that the injured party was being monitored within the facility. The request for an in service to instruct the staff on proper care and use.